Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure the helix of the right ventricular (rv) lead would not extend past thirty turns. The rv lead was not used and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analysis noted that the lead was returned with the helix was fully retracted. Dried blood and tissue were observed on helix but not obstructed. The helix could be extended and retracted. No anomalies were found. If information is provided in the future, a supplemental report will be issued.